Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown and implant exchange due to concern with product. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening on radius side, weight to the spec, wear abrasion, brown particles. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on radius side assessed as surgical damage. Additional, changed, and/or corrected data: d.9, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and exchange due to concern with product.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown and implant exchange due to concern with product. Device was explanted.